Event description:
Heathcare professional reports two fiber leaks noted by blood in the dailystat compartment at the onset of the patient treatments. New disposables were used to continue treatments without incident. Estimated blood loss noted to be 250cc. Heathcare professional reports no patient injury and no medical intervention required with these incidents. Both dialyzers reused; 1 and 4 times. Renatron used for reprocessing; a regulator is not present on this device to regulate water pressure. Manual processing also performed as part of processing procedure; a regulator or gauge is not present to control or read the water pressure.